Event description:
Additional information was received that the reported issue occurred during use of the device for a cardiopulmonary bypass (cpb) procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: according to the information available, a notice of field correction (nfc) was performed and afterwards there were question marks (?) Red x's on two pumps and the modules that were attached to the right network interface card (nic) board. The power manager and all connections were disassembled and assembled again, and the alarms were eliminated. The following day after the nfc, the same alarms occurred. The field service engineer addressed and connected the safety modules to the left nic board, disassembled all the parts in the base and reinstalled them and the alarms were eliminated. (The two pumps still remained plugged in the right nic board). The heart lung machine (hlm) was then used in the case on (B)(6) 2018. Both pumps, the cardioplegia (cpg) pump and the sucker pump that were plugged into the right nic board during the procedure, and gave the clinician red x's and question marks (?). The cpg pump had the issue after the last dose of the cpg solution. The sucker pump was able to be used intermittently throughout the case. After the conclusion of the procedure all modules and pumps were placed into the left nic board. This incident did not delay the continuation of the surgical procedure. There was no blood loss or harm associated with the incident.

Manufacturer narrative:
Updated blocks: event description.

Manufacturer narrative:
The reported complaint was confirmed via the data logs. Multiple diligence attempts were made for the part return but were unsuccessful so no further evaluation could be done. Per data log analysis, starting on 15-dec-2018, several pumps and modules were reporting "5v supply voltage test failure" events. This includes the following pumps/modules: large roller pump, small roller pump, abd , level , pressure and temperature. Most likely cause would be the power cable from the power manager to the network interface card (nic). The nic or the power manager could also cause this issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
After the procedure was finished, the field service engineer changed the connection of two pumps to the left nic board. This complaint is related to (B)(4) / medwatch #1828100-2018-00014.

Event description:
It was reported that two roller pumps that were connected to the right network interface card (nic) board had a "?" And were crossed out. No other details regarding the nature of this event were provided.